Event description:
A surgical technician reports that a "defective" intraocular lens (iol) was noted following insertion. A description of the problem was not provided. Enlargement of the incision was required to accommodate iol removal and replacement. Additional info has been requested.